Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been hospitalized due to diabetic ketoacidosis and kidney issues. Blood glucose level at the time of the incident was not provided. The customer reported that she was vomiting at the time of the incident. Customer also stated that she was wearing the insulin pump at the time of the emergency room visit. The customer reported that the day before the call, she was unable to get her blood glucose level below 600 mg/dl and she had not eaten or drank anything. Customer also reported that the insulin pump had a blank display and it was cracked above the screen. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.